Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Another non reportable defect found during evaluation: pump output is too low. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was found broken, and the switch cap was noted torn/scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus maintenance unit, the power switch was found damaged. There was no patient involvement during this event.